Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle, one reload, and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual or functional abnormalities were noted for the reload, handle, or adapter. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter , during a colectomy functional end to end anastomosis. For the first firing for the colectomy, they set the brand new handle, the brand new adapter and reload, then checked the jaws opening/closing. The surgeon clamped the tissue and pushed the green firing mode button, however the status indicators were illuminated blue and the device did not work. Replaced by another handle and another adapter, connected the cartridge described above, the procedure was completed. The UDI number is not available. The status of the patient: no problem. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.